Manufacturer narrative:
The device was not returned for evaluation, therefore, product analysis could not be performed. The specific lot number of the device used during this procedure is unknown; however, a lot history review (lhr) of all lots shipped to the account within two months of the procedure was conducted. The review confirmed that there were no nonconformances during the manufacturing process that could be related to the reported event. The review indicated that the devices in these lots met all design and manufacturing specifications when released for distribution. Sepsis is a recognized complication of ureteroscopic stone removal procedures, with recent peer-reviewed literature reporting post-ureteroscopy sepsis rates of up to 5.6% generally, and up to 30% in patients with a prior history of sepsis. In this case, multiple devices from various manufacturers were used during the procedure. The available information is insufficient to identify the cause of the reported sepsis or to attribute it to any specific device, including the subject device. No device malfunction, failure, or deviation from intended performance has been identified, and causation between the subject device and the reported event has not been established. The submission of this MDR should not be construed as an admission or determination that the subject device caused or contributed to the reported event. Calyxo will continue to perform product monitoring as part of our post-market surveillance procedures.

Event description:
On (B)(6) 2026 an 87-year-old female patient with a history of urosepsis underwent a steerable ureteroscopic renal evacuation (sure) procedure. The patient resided in a care facility and a pre-procedure urinalysis was not performed. The procedure was completed without any incident and no device-related issues or intraoperative complications were reported. Following the procedure, the patient developed sepsis and was admitted to the intensive care unit (ICU). On (B)(6) 2026, it was reported the patient passed away, however the date of death and official cause of death have not been confirmed.